Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the anterior tibial artery with moderate calcification, moderate tortuosity, and 75% stenosis. A command guide wire was used to cross the lesion and then the 2.5x80 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was prepared per the instructions for use. The catheter was positioned across the lesion and inflated once to nominal pressure when it ruptured. Another armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.